Manufacturer narrative:
Additional information: b1, b5, b6, h1, and h11. B5: upon follow up it was reported, the patient recovered from all the events, did not have any discomfort and was discharged from the hospital. Ceftazidime was reported as given four times a day. Vancomycin was reported as given four times a day. The antibiotics treatment discontinued. Same pd is ongoing. Based on additional information received the cause of infection was reported to be due to the onset of cholecystitis was determined not to be factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted¿ for follow ups.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain and diarrhea. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with ceftazidime injection (1g/ once a day/ intraperitoneal/ongoing), vancomycin injection (0.5g/ once a day/ intraperitoneal/ongoing) and fluconazole tablets (100mg/ four times a day/ oral) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.